Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was successfully implanted. To further reduce tr, an additional xtw clip was inserted and was advanced under the valve. However, the clip became caught septal leaflet and was unable to be removed. The clip was only able to be deployed with the septal leaflet attached. Tr was reduced to a grade of 4. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae). Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported entrapment of device is related to procedural conditions (clip steered too septally during positioning). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.